Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred at the start of a routine hemodialysis treatment. The operator called technical support for assistance and reported that they had already performed rinseback. While attempting to assist the operator, it was learned that the operator had not performed rinseback as initially reported. At this time rinseback could not be performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator discontinuing treatment without performing rinseback of the patient's blood. The exact cause of the system alarm cannot be determined. Device labeling includes adequate instructions for responding to system alarms. Facility staff was notified of the event. Occasional alarms during hemodialysis treatments are expected, and should not result in a blood loss if device labeling instructions are followed. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.